Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a patient received an alert regarding the battery of their implantable cardioverter defibrillator (ICD). The patient was directed to discuss the alert with their physician. No further information regarding the nature of the alert was provided from the field. The ICD remains in service and there were no adverse patient effects reported.